Event description:
Reporter reported that during a functional check of the rt204 breathing circuit, prior to use, the resistance value of her expiratory limb heater wire was higher than its specification. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device in order to complete our investigation.